Event description:
There was a generalized report to the distributer that when the syringe is hooked up to the needleless valve y-site during an infusion of fluids, the fluids are backing up into the syringe and not infusing into the patient.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of backflow into attached syringe during an infusion could not be confirmed. However, the customer recently provided information that the issue was determined to be a user error and an investigation is not required.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
There was a generalized report to the distributer that when the syringe is hooked up to the needleless valve y-site during an infusion of fluids, the fluids are backing up into the syringe and not infusing into the patient.